Manufacturer narrative:
The results, method and conclusion will be added in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-03397. It was reported the patient experienced ineffective stimulation after having a few falls. X-rays were taken and it was discovered one of the patient¿s leads had migrated. As a result, both of the patient¿s leads were replaced. Therapy has been restored. Issue has been resolved.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-03397.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-03397. Additional information provided patient gender.